Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device automatically shut down within 20 seconds after being turned on, and the device battery was depleted. There was no patient involvement.